Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing/short interval count (sic) with short intervals and a lot of non sustained ventricular tachycardia (vt). A possible rv lead fracture was also noted. The rv lead was replaced but remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4076 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter (sic). Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2014, sensing integrity counts up to 11; multiple non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2014, rv pacing lead impedance rose from 496 ohms to 1232 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.